Event description:
Customer reported via phone, the up and down arrow buttons on the keypad weren't responding. Customer didn't recall his blood glucose level at the time of the event or any significant events which may have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis. Customer later stated his blood glucose was in the mid 200 mg/dl range at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive act, up and down buttons due to corroded keypad traces. The insulin pump had minor scratches on lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.